Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia (s3ur) valve in the aortic position via transfemoral approach. During procedure, there was difficulty noted while inserting the valve and delivery system through the esheath. The first valve lodged in the esheath and had a bent tine. The tine from 29mm valve is protruding through esheath (blue portion). The device was removed as a unit and a new 16f esheath was inserted. A new 29mm s3ur valve and delivery system was prepped, inserted and deployed with no issues. The devices were removed as a single unit. An esheath liner damaged and esheath kink were noted. There was no patient injury. The patient had mild calcification and moderate tortuosity.

Manufacturer narrative:
Reference no. (B)(4). Initial MDR, under section h10: this is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. One (1) strut bent outward at the inflow side and exposed through sheath while valve was crimped. Post-expanded valve, the bent strut was corrected and leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided from the site and revealed the following: one (1) strut bent outward at the inflow side observed during procedure on fluoro. Crimped valve exposed through sheath. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint was confirmed based on returned device and imagery provided. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported ''during procedure, there was difficulty noted while inserting the valve and delivery system through the esheath. The first valve lodged in the esheath and had a bent tine. The tine from 29mm valve is protruding through esheath (blue portion). The patient had mild calcification and moderate tortuosity''. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.